Event description:
It was reported that the piston of the pump would not move. The patient was off infusion for an undetermined amount of time. The patient went to a physician's clinic where the physician decreased pump rate so patient can increase back up to maintenance dose without having adverse effects. Subcutaneous continuous dosage 57.778nkm. Reporting for the decrease in dose/pump rate and lapse in infusion-misuse. Pump was in use when fault occurred. Lapse in infusion did occur. The infusion is life-sustaining. The event has resolved. There were no adverse effects (no patient injury) reported at this time.

Manufacturer narrative:
Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Corrected data: d5: correction: operator of the device: patient/consumer h4: correction: device manufacturing date: 27-apr-2017.

Manufacturer narrative:
Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.